Event description:
It was reported that this implantable pacemaker exhibited noise on its right atrial (ra) and right ventricular (rv) channels on unipolar configuration. Technical services (ts) was consulted and reviewed stored data, with electromagnetic interference (emi) suspected as the cause. Ts recommended patient follow-up with cardiology for reprogramming to avoid noise if unipolar sensing is necessary. At a later date, a non boston scientific system was implanted, with this pacemaker system remaining implanted and the patient stating the pacemaker exhibited unspecified issues. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable pacemaker exhibited noise on its right atrial (ra) and right ventricular (rv) channels on unipolar configuration. Technical services (ts) was consulted and reviewed stored data, with electromagnetic interference (emi) suspected as the cause. Ts recommended patient follow-up with cardiology for reprogramming to avoid noise if unipolar sensing is necessary. At a later date, a non boston scientific system was implanted, with this pacemaker system remaining implanted and the patient stating the pacemaker exhibited unspecified issues. No additional adverse patient effects were reported. At a later date, this pacemaker was explanted. No additional adverse patient effects were reported.